Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm. Customer stated that they received failed battery alarm multiple times since receiving new battery cap. Customer stated that they used new battery per infusion stored at room temperature. Customer's reported that the failed battery alarm reoccurred. No harm requiring medical intervention reported. The insulin pump will be returned for analysis.